Manufacturer narrative:
Analysis was conducted by a philips remote service engineer (rse) in collaboration with the onsite biomedical (biomed) technician. Based on the information provided by the onsite biomed, the rse identified the speaker assembly as the most probable cause of the reported malfunction. A quotation was subsequently provided to the customer for replacement of the sx3/mx100 speaker assembly. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The customer ordered a speaker to resolve the issue. A review of the device service history indicates that this issue has not been reported again for this device.

Event description:
Philips received a complaint on a intellivue x3 patient monitor indicating that the unit is displaying a message: ¿no sound ¿ speaker malfunction.¿ the device is not producing audible alarms and tones. The device was not in use on a patient at the time of the event, there was no patient involvement.